Event description:
On (B)(6) 2011 customer reported false positive rheumatoid factor results that occured on (B)(6) 2011, on the immage 800 instrument, for 2 patient samples. The issue appears to be reagent-related. There was no effect to patient treatment, and incorrect results were not reported out of the laboratory. No specific patient information was provided. Service was not called as this issue appears to be due to a change in the reagent lot number.